Event description:
Leaking case of acecide-c received from (B)(6). Leakage had been detected by (B)(6) and was repackaged by them and shipment continued to destination. Leakage was not detected by receiving facility until outer repackaging was opened. Olympus.